Event description:
Nurse hung new IV tubing. Pump kept beeping as if air was in the line. Tubing was primed and ran without difficulty by gravity but would not run on pump without saying air in the line. Nurse first changed out pump chamber but this did not fix problem. Changed tubing and that fixed the problem.====================== health professional's impression======================